Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experience the high blood glucose. The customer¿s blood glucose level was of 22.5 mmol/l and 16.5 mmol/l. Customer also reported that they experienced low blood glucose level of 2.7 mmol/l. Customer treated with carbs for low blood glucose level and with insulin pump for high blood glucose level. Customer declined to troubleshoot and passed high-pressure test. The customer was advised to discontinued the insulin pump and revert to backup plan. The customer was advised to discontinued the insulin pump and revert to backup plan. The reservoir will not be returned for analysis and insulin pump will not be returned for analysis. Frn-mmt-unk, unomed set.